Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reew4277 showed no other similar product complaint(s) from this lot number. .

Event description:
It was reported that before procedure, sticky liquid came out through the catheter while priming/flushing at initial stage. No other information was provided.